Manufacturer narrative:
One kangaroo joey enteral feeding pump was received for analysis. The reported issue could not be duplicated. A pump accuracy certification was performed which was within the allowable range. The device passed all tests. No fault was found with the unit. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes.

Event description:
The customer initially reported that the device settings are not working. After inspection, a note was found on the device that read "caregiver states does not give accurate volume".

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿caregiver states does not give accurate volume.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.